Event description:
It was reported that while using bd facscanto¿ ii biohazardous waste leaked from the suction arm. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the customer reports that the instrument is leaking liquid from the suction arm. The customer used a syringe to clean the tube that connects the aspirator arm to the manifold. The problem seemed solved but soon it returned. 1. Was there a fluid leak? Liquid. 2. Was it contained within the instrument ? Not contained. 3. Was under pressure? No. 4. Was it biohazardous or non biohazardous ? Biohazard. 5. Was anyone harmed for injured by any fluids leaked ? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage from the aspirator arm not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13oct2020 to date 13oct2021. ¿ complaint trend: there are 4 complaints related to the issue of a biohazard leakage from the aspirator arm not contained within the instrument. Date range from 13oct2020 to date 13oct2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a blockage in the aspirator tubing. The customer had reported that they found the leakage from the aspirator arm and was able to temporarily solve the issue by cleaning the tubing with a syringe, but it soon returned. The fse (field service engineer) responding to the issue first tried replacing an aspirator arm fitting (pn 34350807) and v19 valve (pn 336503), but these repairs didn¿t solve the issue. They then identified a blockage within the aspirator tubing, cleared the blockage, and confirmed that the instrument was functioning as expected. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage of biohazardous material poses a risk of contamination upon direct contact, the customer confirmed that they did not come in contact with the leaked fluid and were not harmed in any way. Additionally, the leakage was not under pressure and did not significantly increase the risk of exposure. While this instrument was being used for clinical diagnoses, the results gathered during the incident did not affect or delay the treatment of any patients. Instructions on the proper daily and monthly cleaning and maintenance can be found in the ¿maintenance¿ section of the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 17apr2018. Defective part number: n/a. Work order notes:. O subject / reported: 338962 - bd facscanto ii - leakage from the suction arm o problem description: the customer reports that the instrument is leaking liquid from the suction arm. The customer used a syringe to clean the tube that connects the aspirator arm to the manifold. The problem seemed solved but soon it returned. O work performed: vision problem, replaced fitting 34350807 of the arm and valve v19 336503, problem not solved. There is an obstruction in the sit flush suction tube, obstruction cleared, problem solved. Checked that the instrument is working properly o cause: obstruction in the sit flush suction tube o solution: parts 34350807 and 336503 not in stock ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no o item: 10. Sit ID/od flush o function: 10.2 rinse biohazardous substances from sit o potential failure mode: 10.2.1 sit not rinsed, sample remains on outside. O potential effect(s) of failure: 10.2.1.1. Biohazard exposure o potential cause(s) / mechanism(s) of failure: 10.2.1.1.1 software crashes, leaving tube on sit ¿ flush never occurs o current controls: none o recommended actions: 1. ID/od flush to fluidics startup. 2. Add ID/od flush menu item. 3. Instructions for use, instruct user to perform sit flush. O sev: 9 o occ: 1 o det: 10 o rpn: 90 mitigation(s) sufficient yes , no ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the sit flush line. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a blockage in the sit flush line. The fse attempted to resolve the issue by replacing an aspirator arm fitting and v19 valve, but the problem persisted. They then found a blockage within the aspirator arm tubing, cleared it, and reported that the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is moderate, s3, and there was no impact to customer health or safety. See h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii biohazardous waste leaked from the suction arm. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that the instrument is leaking liquid from the suction arm. The customer used a syringe to clean the tube that connects the aspirator arm to the manifold. The problem seemed solved but soon it returned. 1. Was there a fluid leak? Liquid. 2. Was it contained within the instrument ? Not contained. 3. Was under pressure? No. 4. Was it biohazardous or non biohazardous ? Biohazard. 5. Was anyone harmed for injured by any fluids leaked ? No.